Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) would not turn on. Additionally, the back of the pdm looked melted and it was reported that "something inside burned out." No patient injury occurred, no patient symptoms or medical interventions were reported. No impact to the patient's blood glucose levels were reported. The patient was provided a replacement device.